Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. One device was implanted on (B)(6) 2009. Boston scientific's polyform device was also implanted on this date. No additional information was provided. The complaint via the attorney was that the patient suffered an injury (unspecified) with infection, pelvic and vaginal pain, ongoing urge incontinence and bowel problems, dyspareunia, revision surgery, bleeding, back pain, vaginal scarring and disfigurement. It is not known when the event occurred. It is not known what the patient's current condition is. No formation has been confirmed by a health care professional.

Manufacturer narrative:
The device history record for this lot was reviewed and everything was in order.